Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-02738. It was reported the pt complained of pocket heating while charging. She stated she always uses the charging pouch, and the sjm rep reviewed the charging precautions with her. A new le charging system was sent to the pt. Follow-up indicated the new charger was working well and no further issues were reported. On (B)(4) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.